Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level. Customer's blood glucose level was 581 mg/dl when he woke up. He got up and urinated 5 times. The insulin pump was suspended. The device was not returned.